Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had his right penile prosthesis spectra cylinder removed and replaced due to migration. It was noted the right cylinder was "partial reconcile, rt. Side was out of the glands not through skin but moved down proximal out of glands. Left side was good." No patient complications were reported in relation to this event.